Manufacturer narrative:
Section h10, related report numbers, of the initial medwatch report stated: blank section h10, related report numbers, of the initial medwatch report should have stated: 101545-2024-0002.

Manufacturer narrative:
Concomitant medical products and therapy dates, of ventec esub form does not allow for multiple entries. The following concomitant medical products and therapy dates were provided by the reporter in the medwatch form 3500a that was provided to ventec: 1. Full electric home care - (therapy start date (B)(6) 2024 therapy end date - none). 2. Over bed table - (therapy start date (B)(6) 2024 therapy end date - none). The device was not returned to ventec for evaluation. The invacare platinum 5l oxygen concentrator user manual provides the following warning [p. 4], "danger! Users must not smoke while using this device. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located. No smoking signs should be prominently displayed. Textiles and other materials that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death." Ventec reviewed the information provided in the user facility medwatch. Ventec's investigation determined that the cause of the reported issue was user error, due to the patient smoking in very close proximity to the device which was actively delivering oxygen to the patient. These actions resulted in the observed fire and burns/injury to the patient.

Event description:
The following event was reported to ventec by the device's previous manufacturer: "patient was smoking with oxygen on and sustained second degree burns to bilateral nares." This information had been sent to the previous manufacturers by the user facility who had completed a medwatch form 3500a. However, it is unclear if the 3500a was actually submitted to the FDA. The user facility medwatch report number referenced in the report "(B)(4)" but the reporter answered "no" to section f11, report sent to FDA. The device's previous manufacturer also advised ventec that the UDI information for the device was not available; therefore, section d4, UDI, is "unknown." Additionally, the gender of the patient was reported as "cisgender man/boy¿.